Event description:
A medtronic representative reported that the synergy cranial application froze during navigation of a biopsy case. The medtronic rep was attempting to save a view setting preset when the software went to a blue screen and froze. After troubleshooting, he was able to re-enter the software; the patient's registration was still saved. The surgeon successfully verified his accuracy and the case proceeded normally with the use of the stealthstation. There was no impact on the patient outcome.

Manufacturer narrative:
Software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database and is slated to be correct in an upcoming release of software.